Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that product had damaged inner sterile packaging.the outer box and the unsterile pack was in good condition and untampered with, only the inside sterile packaging was opened.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Corrective action has been initiated for the reported issue. The device will not be returned to the manufacturer. Therefore, it will not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that product had damaged inner sterile packaging. The outer box and the unsterile pack was in good condition and untampered with, only the inside sterile packaging was opened.